Manufacturer narrative:
A part and lot number for the guide wire was provided; however, per the manufacturing documents, it was manufactured after the reported surgery date of (B)(6) 2015. At this time it is unknown if the surgery date or the provided product information is incorrect. Manufacturing location: (B)(4). Manufacturing date: january 08, 2016. No deviation or any non-conformance reports were marked in the device history record. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Country, phone number: (B)(6). An implant date was inadvertently reported; device is an instrument and is not implanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that during a surgery on (B)(6) 2015, the insertion of the guide wire for a dynamic hip screw was performed by drilling/reaming, the wire around the center of the femoral neck broke and it could not be removed. Originally, the use of a dynamic screw had been planned, however, due to the complication the bone was secured with 2 screws. As a result of the complication, she was only able to walk with crutches, without putting any weight on her leg, for six weeks and then with partial weight-bearing for another six weeks. The second mentioned event against the femoral fracture is reported under (B)(4). This complaint involves one part. This report is 1 of 1 for (B)(4).